Event description:
This is the same event and the same pt reported under MDR ID # 2939859-1999-00200 (collagen corp). First MDR is being submitted for the first suspect product. A physician reported a pt who was skin tested on 9/13/1997 with negative results. In 1997, the pt was treated with two formulations of product in the glabella and periorbital lines. In 1997, the pt noticed redness and swelling at the periorbital lines which resolved in 1998. The local symptoms were considered by the physician to be product related. The pt was prescribed oral dexamethasone in 1997 which was effective.